Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
Reportedly, during pt use, a 'device alert' alarm occurred. The pt was switched to another ventilator. There were no adverse pt effects reported.